Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. Olympus representative communicated the facility and obtained following additional information. Bronchoscopes are dried for minimum of 2 hours and vacuumed packed as per normal reprocessing process. They have a shelf life of 21 days. One of the bronchoscopes was used in endoscopy 14 days after the expiry date. Therefore, there was a breakdown of process with the clinical team as they used the bronchoscope after the shelf life had expired. The hospital is undertaking extra testing to identify where the source of the bacteria basidiomycetes came from. There is mould in endoscopy unit and damp on the walls where there is mould. The user conducted to take weekly water sample from the washer. There was a water failure in december, january and beginning of february where the washers were taken out of use. Since february no water failures have occurred. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological culturing testing by the facility, the sample collected from three bf-260 (serial number: , (B)(4)) and one bf-1t260 (serial number: (B)(4)) tested positive for fungus. It was reported that the customer had been investigating causes of a possible outbreak of environmental contamination in a number of bronchoalbeolar lavage (bal) samples taken using flexible bronchoscopes and non-olympus rigid bronchoscopes in the last four months. 7 out of 8 patients tested positive for fungus on bal samples. 8th patient confirmed to also have contamination bal samples. It was reported that the 6 patients were going well, but 1 patient was still ill. There is no information about another patient outcome. The subject bronchoscopes were used to obtain bal samples, however olympus is unsure as to whether the bal samples were positive or negative. Other detailed information such as the reprocessing method was not provided. This report is 3 of 4 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the user facility and a third party laboratory. Information obtained from the user facility by e-mail on (B)(6) 2018. The user facility conducted environmental tests after cleaning. The results of tests are follows; high levels of mould grew from pre-assessment rooms and corridor outside. Lower levels readings of mould grew from the procedure rooms (where bronchoscopy procedure were conducted ), the recovery room (a patient stayed), the clean scope store room and the reprocessing room (dirty side). Information obtained from a third party laboratory by e-mail on (B)(6) 2018. As a result of additional microbiological testing by a third party laboratory conducted and results are follows: bf-1t260 (serial number (B)(4) tested positive for staphylococcus and bacillus (total 7 cfu). Bf-260 (serial number (B)(4) tested positive for staphylococcus (11 cfu). Bf-f260 (serial number (B)(4) tested positive for gram negative bacteria (2 cfu). Bf-260 (serial number (B)(4) tested positive for staphylococcus (5 cfu). Information obtained from the user facility by phone on (B)(6)olympus bronchoscopes were used for 7 out of 8 patients who tested positive for fungus. Olympus bronchoscopes were used as follows respectively: patient 1: bf-260 (serial number (B)(4) was used. Patient 2: bf-260 (serial number (B)(4) was used. Patient 3: bf-1t260 (serial number (B)(4) was used. Patient 4: bf-1t260 (serial number (b)(4 was used. Patient 6: non-olympus rigid scope used for the patient. Patient 7: bf-260 (serial number (B)(4). Patient 8: bf-1t260 (serial number (B)(4). Conditions of all patients for whom olympus bronchoscopes used were going well. The exact cause could not be determined. As above, seven patients were involved in this case. Olympus is submitting three additional MDR, since omsc already submitted four mdrs. This is 3 of 7 reports.